Manufacturer narrative:
Review of the provided data indicated that the alleged sample is a low titer sample, at/near the limit of detection (lod) of the assay. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. Facility name is truncated due to character limit. Facility full name: (B)(4). No systematic issue observed. No product problem found. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant results for 5 patient samples when using the cobas® sars-cov-2 & influenza a/b assay for use on the cobas® liat® system. The 5 samples were initially tested with the cobas® liat® system and generated sars-cov-2 positive, influenza a negative and influenza b negative results. All 5 samples were retested on another platform: panther (hologic) resulting in negative results sars-cov-2 results. It is unclear which results were reported out. No apparent harm or injury occurred in relation to the event. An investigation was conducted to evaluate the customer¿s allegation. Per FDA¿s eua guidance, 5 mdrs will be filed.

Manufacturer narrative:
Corrected device code to a090806 (4029) non reproducible results. ----- (B)(4).